Manufacturer narrative:
12-sep-2019: during an internal audit, it was found that the description from this report was incorrect. Per rep, this device was no cross only, stent was removed and smaller diameter inserted. Updating report. Neither the complaint instrument nor the angiographic material was provided for analysis. Therefore no technical investigation on the subject could be performed. The manufacturing history was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the manufacturing history of the product detailed above did not reveal any non-conformity. The device in question was manufactured according to specifications and successfully passed all inprocess controls as well as the final inspection. Based on the conducted investigations no manufacturing related root cause could be determined. The root cause is most likely related to external factors during the procedure.

Event description:
An orsiro drug-eluting stent system was chosen to treat a calcified pre-dilated lesion (99 percent stenosis degree) in tortuous om. The device could not cross the lesion. During withdrawal the stent dislodged and was adapted to the vessel wall with another stent.